Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. However, the probable cause of the main lamp failing to ignite and the spare lamp turning on is related to the lamp inadequately cooling down due to the influence of dust adhering to the ventilation holes of the actual product. As a result, the lamp burned out. It has been confirmed that this phenomenon does not occur due to product or manufacturing, and there is no problem with safety. The instructions for use (IFU) states: keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to exchange the malfunction lamp with a known working lamp. Afterwards, the unit was functional. The customer noted a crack in the lens of the faulty lamp. Tac mentioned it is possible the glass lens was unintentionally touched in the exchanging process and resulted in overheating. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source main lamp was unable to ignite and the spare lamp came on. There was no patient involvement, no harm or user injury reported due to the event.